Event description:
Additional information received stated that the ipg pocket revision took place on (B)(6) 2022 and not (B)(6) 2021 as previously reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned to a more comfortable pocket, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.